Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted positive for one target (orf1ab) when using the simplexa covid-19 direct assay, but negative when repeated on the simplexa assay and on other platforms. No runs from the simplexa results were provided for analysis. No results form the other platforms were provided. The customer's device and suspected false positive sample was not provided for investigation. The performance of the cycler was investigated since other errors were persistently occurring as well. Instrument database analysis showed a "spikey signal" in the joe channel (detects orf1ab). A diasorin molecular field service engineer was dispatched to the customer site to clean the optical lenses as well as reseat a loose optical ribbon cable. Following service, no further errors occurred and no false positives occurred. It is not known if the initial sample was contaminated, but it is likely the instrument caused the false positive result since the "spikey signal" was only coming from the joe (orf1ab) channel and following cleaning of that channel optics, no further "spikey signals" were observed. No further malfunctions occurred. No issues were confirmed with the reagent. A retain lot of the suspected device was previously tested on 10/2/2020 for a separate issue with 16 no template control (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# x8164n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing this was the 1st complaint on mol4150, lot# x8163n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted positive for one target (orf1ab) when using the simplexa covid-19 direct assay, but negative when repeated on the simplexa assay and on other platforms. The customer confirmed the alleged false positive result was not reported to a diagnosing physician due to the discrepancy with the competitor assays and on repeat with the simplexa assay. No alleged harm occurred. Other than the patient sample ids, other patient information was not provided.